Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. When an inflation device filled with water was used to inflate the device, water was found to be streaming from the balloon. Microscopic inspection revealed a pinhole in the balloon material, 17.5cm from the tip of the device. Microscopic inspection of the markerbands found no irregularities or defects. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% in-stent restenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). After a 4.5f non bsc guide catheter was inserted via ipsilateral approach, a non bsc guidewire crossed the lesion. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was then advanced to dilate the target lesion. However, during the 1st inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.